Manufacturer narrative:
The pump was rejected by the customer during receiving inspection and was not used on a patient. The pump was investigated upon return and it was confirmed that several cracks were present on the base of the pump.

Event description:
Per customer complaint report, the flopump contained cracks on the base of the product. This was noticed during receiving inspection by the customer and not during use.